Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified.

Event description:
This is a spontaneous case report of peritonitis in a patient, received by baxter (B)(4) from a patient.on an unreported date the patient started the treatment with unspecified pd solution for unknown indication. On an unreported date the patient developed peritonitis. The outcome of the event was not provided.the patient's medical history and concomitant medication were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.